Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg site and the ipg site wound was not entirely approximated. The patient was diagnosed with a (B)(6) infection at the ipg site. The patient underwent surgical intervention on (B)(6) 2018 where a wound vac was placed.

Event description:
Follow up information identiifed the patient previously had their ipg site moved and the infection developed postoperatively, the patient is receiving therapy. It is unknown if the infection has resolved.